Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The pressure deviation was greater than 5cmh2o and it was judged after inspection that the pressure transducer needed to be replaced according to the recommendation in the service manual. The hospital did not agree to repair and return replaced parts. No change to this information has been obtained. The evaluation of received device logs showed the reported failure on several days before the reported aware date. The earliest occurrence of both internal leakage and (monitor) pressure transducer test failures during pre-use check was 2019-09-25. This date will therefore be set to the event date. For example debris in the pressure sensors ceramic cavity may lead to the reported problem. The event was discovered during pre-use check. During ventilation, a pressure transducer measurement failure may lead to high airway pressure and generation of alarms for peep high or peep low. The conclusion in this matter is that the pressure transducer was malfunctioning. As no goods was replaced and returned the root cause could not be determined.